Event description:
It was reported that the surgeon was attempting to insert a cq2015a three piece collamer lens and a haptic got caught while advancing in the cartridge. There was no pt contact. The reporter stated the incident was due to a loading error. This is one of two incidents involving this pt.

Manufacturer narrative:
Results: visual inspection of the returned product showed that lens was received stuck inside another manufacturer's cartridge.